Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. This will be monitored via the complaint process to ensure that the implant fit relationship is consistent. Cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device seated about 2" proud. The surgeon extracted stem, re-reamed distally with a larger size distal reamer, surgeon also re-reamed with proximal reamer, but reamed it the medial edge of the canal opening. Stem seated appropriately. The surgery was delayed 30 minutes due to the event.